Event description:
Upon additional review on december 02, 2010, it has been determined that potential product issue has been reported with our lantis product. In the abundance of caution this issue is being reported. We have received information in the form of an "important safety notice" from impac medical systems for customers with multi-access and mosaiq. As result of the designated complaint unit review, it has been determined that the safety notification may affect lantis sites. Our investigation revealed that it may happen again in the us that some installations can utilize an "or" statement versus a patient only identification as part of the search functionality. This can potentially cause the use of an incorrect patient record. The planned corrective action is to forward impac's letter along with a siemens instruction to install the search functionality activated or endure the installation is performed according to impac's revised guideline.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). As agreed to the risk rating performed by impac for multi access. Probability: c (remote). Agreed to the risk rating performed by impac for multi access: configuration of patient matching criteria by trained interface implementers and a review of this criteria with site representatives ensures proper and safe patient matching in the adt interface. If the criteria is improperly-configured and if the patient treatment episode of the previously existing patient is active, that patient will present for an appointment but the appointment and treatment history will not be found. The "new" patient demographic information will have co-opted the previous patient's appointment and would be discovered. Alternatively the previously-existing patient has completed treatment and will have no active treatment data. A detailed review of an erroneously-combined patient record will have treatment plans and images with the previous patient data present including name and other demographic information. Secondary patient identification such as photo identification will detect an erroneous patient record. There has been no report of a serious injury or mistreatment. No other products are affected.